Event description:
Additional information was received indicating this lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This lead has not been returned for analysis. Request for product return has been made. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead fractured. No adverse patient effects were reported.